Event description:
It was reported that pt underwent gastroduodenal pancreatectomy in 2003. Post operative, it was noted that the reservoir was torn. Pt was taken back to the operating room for evacuation of accumulated fluid.